Manufacturer narrative:
The reported failure of evt_internal_batt_not_detected error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy ev300, USA ventilator was returned to a third-party service center for implementation of a field corrective action or field change order (fco). There was no allegation of device malfunction. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy ev300, USA device at third-party service center, an evt_internal_batt_failed error indicating the internal li-ion battery is reporting a permanent failure was discovered in the device's event log. There is no documentation of what component would need to be replaced to address the issue. The customer refused service of the device, no repair or further evaluation was performed. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.